Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 had error code device not detected on bus. A field service engineer reseating the row board cable on the back of the drawer then used hardware test application and popped all cubies cleaned drawer and reseated each row board cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 not detected by bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.